Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 120 m/gdl. System check was performed with tandem technical support and the root cause could not be determined. Customer resumed insulin delivery successfully.